Event description:
Customer's father reporing unexplained high blood glucose. The blood glucose reading is 385 mg/dl. Customer treated with insulin pump. The drive support cap is flush. Assisted caller with reinserting reservoir and run a manual prime. Insulin did exit the infusion set. During troubleshooting, time and date are correct. The programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.